Manufacturer narrative:
Other, other text: this MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4) . Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual and functional testing were performed. Visual inspection of revealed the top case was counterfeit and the bottom case was damaged. The right plunger case was cracked, the back light was not working and the battery was not charging. During occlusion testing, the reported problem was confirmed. The root cause of the reported issue was found to be normal wear, as the parts were over ten years old. Replaced parts of the drive train assembly, top case, bottom case, right plunger case, plunger cable, liquid crystal display, battery and added the cable guard. (UDI) is unknown. No product information has been provided to date.

Event description:
It was reported that there was a motor rate error. No patient injury was reported.